Manufacturer narrative:
H3:product analysis product ID:rbt033302 lot# id18l008 visual and optical examination identified it appears that part of the driver's tip has been broken/sheared off. The metal deformation gives indication that the failure was the result of torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a driver used for spinal therapy. It was rep orted that the device has broken. The tip was broken off. Product will be returned. There was no patient involvement reported. There were no further complications reported regarding the event.